Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two events of infusion sets crimped cannula on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was high and the patient treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.